Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir was leak at the compartment. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. Customer states that o-ring inside lip of reservoir compartment was not missing. Customer assisted with self test and it was passed. The reservoir will not be returned for analysis.